Event description:
Event: caregiver reported that the patient is in the hospital for diarrhea and dehydration, unsure if patient is new to therapy or not, this is their first fill with wsp. Freq: rinse mouth with 5-10ml for at least one minute 4 times a day. Expel qr swallow after rinsing. Avoid eating qr drinking for at least 1 hour after use.